Event description:
It was reported that a trained physician attempted arteriotomy closure of the cfa using the starclose after an interventional procedure. Reportedly, the sheath did not split completely and the clip was not able to deploy. Hemostasis was achieved with manual compression. There were no patient effects. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.